Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Multiple attempts were made by Tandem Technical Support to gather additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.